Manufacturer narrative:
Exact date unknown, event occurred in february 2022.

Event description:
It was reported that the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned to bsn as it was not released by the medical facility.